Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Analysis summary: one opened sample of product code sxpp1b119 was received for evaluation. The suture was examined, the weld of first loop was detached, this caused that the loops were not present; however, the loops may have failed due to excessive force applied. No conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch qjbdej, sxpp1b119 and no non-conformances were identified.

Event description:
It was reported that during an unknown orthopedic surgery, when opening the package, it was found that there had been no loop of the suture from the beginning.